Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train corrosion. The destructive analysis the technician found significant residue on the upper shafts of gear 1, 2 and 3. There was significant residue on the pinion of gear 2. Also there was significant residue on the upper and lower shaft of the rotor magnet. There was also significant residue on gear three's o-ring located on top bridge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump motor stall occurred without recovery and was confirmed by event logs. The reporter stated that in (B)(6) 2012 (exact date unclear as multiple sources provide different dates) the patient was at home and began hearing the pump beeping but thought it was his cell phone. The following day the patient realized the beeping was his pump. The patient began experiencing withdrawal symptoms of increased pain, 'flu-like' symptoms, mild nausea and hot flashes that began on (B)(6). A reporter stated that the patient was 'emotionally labile', the patient was 'crying about everything' and 'not making any sense', and that the patient had felt 'crappy'. The event logs confirmed that a final motor stall occurred on (B)(6) and tube set on (B)(6). The patient presented to the clinic and was given oral medication (oxycodone). The pump was replaced on (B)(6). The patient's healthcare provider (hcp) stated that during the time of pump replacement the patient was awake, alert and conversant. The cause of the motor stall was unknown and electromagnetic interference (emi) was ruled out as the patient denied any recent MRI's and was at home at the time of the motor stall. The patient outcome was reported as recovered without sequelae. The device system was used to deliver dilaudid, clonidine and baclofen. A follow-up report will be submitted if new information becomes available.